Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pyxis was down. Attempts were made to recover the storage space, but the drawer failed. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 1 and 2 failed. A field service engineer (fse) replaced the bus cable and rebooted the system. Further checks on both cabinets restored auxiliary drawer 1 functionality. The network and additional bus cables were replaced, bringing auxiliary drawer 2 back online. An additional drawer bus cable for drawer 7 replacement was completed to restore full system functionality. The system functioned as intended after the field service engineer repaired the device.